Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 230 mg/dl. Customer declined further troubleshooting. Multiple follow-up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.

Manufacturer narrative:
Device not returned.